Event description:
On arrival of the pt to the "ecc", it was determine that the bag-valve mask resuscitator was not working. It was noted upon inspection that the valve had been assembled incorrectly. The bvm was still moving air, but not at the maximum volume.